Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 11. Details of surgery: sinus augmentation, ridge augmentation and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, bleeding and inflammation. No further patient complications were reported.